Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Report sent to the FDA on may 18, 2016. (B)(4).

Event description:
It was reported that "the clinicians continue to complain that there is an occlusion of the nares because the prongs aren't anatomically shaped to fit properly." No further information has been provided.